Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Product was not being used at time of event and could not have contributed. No qualification records were reviewed; no product lot number was reported.

Event description:
The patient's wife reported that her husband was admitted to the ICU for 21 days. For the first 14 days at the hosp his diabetes was managed by the omnipod system (per patient request), for the next 4 days they placed him back on manual injection of insulin and for the last 3 days he was put on hospice and all of the medication was stopped. The patient passed away on (B)(6) 2015 and the cause of death was myelodysplastic syndrome, diabetes, hypertension and chronic kidney disease.